Manufacturer narrative:
Steris contacted the user facility to discuss the reported event. User facility personnel stated that their warming cabinet was not warming up to the set temperature. User facility personnel contacted their biomedical department who ordered the service components to repair the unit. The user facility's biomedical department repaired the warming cabinet and returned the unit to service. The user facility stated that steris service was not needed and that service repairs were completed successfully by their biomedical department. The warming cabinet was manufactured in 2013 and is serviced and maintained by the user facility's biomedical department. Steris evaluated the reported event and determined it does not meet our reporting criteria under 21 cfr part 803. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility medwatch report which is in accordance with our procedures and policies. No additional issues have been reported.

Event description:
The user facility reported via medwatch report 1002600000-2023-8007 that their amsco warming cabinet stopped warming. No report of injury.